Event description:
A customer contacted baxter technical services regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine. The technical service representative (tsr) assisted the home patient (hp) to cycle power off and on to get to press go to start prompt. The tsr advised the hp to discard all supplies. The hp was contacted on (B)(6) 2011 by baxter product surveillance, at which time the hp stated this was an isolated event. The hp stated she was unsure what might have caused the alarm. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was undetermined.